Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, loss of pacing, loss of sensing, and high, out of range pacing impedance were observed. During the lead revision, the lead was unable to be removed due to fibrosis. The lead was capped and replaced on (B)(6) 2019. The patient was in stable condition.